Event description:
It was reported the patient experienced overstimulation from the lead implanted at the s4 vertebral level. Diagnostics indicated no impedance issues. X-rays showed the lead had migrated. Surgical intervention was undertaken and the lead was explanted and replaced and the issue was resolved.